Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tibial impactor is cracked. (B)(6) 2015 upon evaluation of the returned impactor (254401003/au3928591), device was found to be broken (two pieces), not cracked as reported.